Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during the procedure, that hst iii system (4.3mm) seal did not fit inside the delivery system and remained inside the main unit, making it unusable. A new heartstring was opened and the surgery was completed successfully. There were no procedural delays. There was no patient harm reported.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 06/10/2025. An investigation was conducted on 06/18/2025. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was observed in the delivery device but not loaded properly. The seal and tension spring assembly were removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000421682 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.